Manufacturer narrative:
H3: one device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. No event log available due to device not turning on, error code 46001. The primary problem was replicated and was caused by the mainboard. The mainboard was replaced. The device passed all functional tests after the repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 46011 0004. The event occurred during testing the pump. There was no patient involvement and no adverse event reported.